Event description:
Per ER nurse, patient had a CT scan on (B)(6) 2024 for issues unrelated to her gastric stimulator and came back on (B)(6) 2024 for various reasons, but also complained of her device "firing". I asked for clarification and the ER nurse said patient said it was just painful. ER sent a message via cognisent that patient reported her stimulator "firing". Speaking with ER nurse, patient described discomfort and nurse asked if the device could be interrogated. I instructed her that I could overnight a clinician programmer for the device to be turned off, but the patient would have to return to the ER the next day as it is the weekend and her managing clinic is hours away. She was going to check with the managing physician about next steps. She was then admitted to (B)(6) hospital. On 10/14/24 dr. (B)(6) asked me to turn her device off. The decision was made to explant the device on (B)(6) 2024. I was notified on 10/25/24. The leads were discarded by the hospital, but the battery was retrieved. I will return the battery for testing. Dr. (B)(6) said that her body was rejecting the implant and the decision was made to explant.